Event description:
It was reported that the lead was explanted and replaced due to sensing and capture threshold anomaly. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.